Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ( "adjust belt/check belt", "check therapy pad" messages) was confirmed. Upon investigation the electrode belt passed incoming functionality testing, but the cable connecting ECG a and the front therapy electrode had an intermittently open pulse wire. The root cause for the damaged wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
Electrode belt sn (B)(4) was evaluated at the distributor and reported "adjust belt/check belt" and "check therapy pad" messages.